Event description:
I was implanted with the prosima ethicon transvaginal mesh on (B)(6) 2011. Approximately (B)(6) 2013, I began having numerous bladder infections, painful intercourse, pelvic pain, vaginal spasms and smelly urine. I am a teacher and felt like I needed to rest and would be fine. When nothing changed, I wasn't able to get an appt with my nurse practitioner until (B)(6) 2014. I described my issues and she did a thorough exam. She felt the mesh and immediately called in the gynecologist, who had performed the surgery, and he also felt the mesh protruding though the vaginal wall. He started me on estrogen cream. I then was referred by my primary care physician to a urologist who did a bladder scope and a thorough vaginal exam. He agreed the mesh was protruding through the vaginal wall and referred me to (B)(6). I did research and decided (B)(6) is my best hope for possibly correcting this horrific medical error and will meet for a consultation with dr (B)(6).